Event description:
Caller indicated the relion micro meter was reading low. (B)(6) called daughter on (B)(6)2010 stating that she was not feeling well and that her bg level is at 93, on her one touch it was stating that her bg reading was higher at around 130. Daughter had her mother drink milk and took her to the doctor after work. At the doctor's office the reading was 130 as well. (B)(6) was feeling very weak, neck and legs were hurting. Did not have control solution. Sending that as well as replacing meter.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.